Event description:
The customer reported to olympus that the evis lucera elite colonovideoscope had an e315 error code. The issue was observed during preparation/inspection for use for a diagnostic (enteroscope) procedure. The facility finished the procedure with another device. No delay or extended sedation was required, and no patient harm was associated with this event.

Manufacturer narrative:
The device was returned to olympus for an evaluation, and the customers allegation was not confirmed. Evaluation of the device found that the plug unit has discoloration due to water leakage, the switch box is deformed, the scope connector cover unit has discoloration due to water leakage, the image guide protector is damaged, switch button 1 has wear, there is heavy angulation (u:90cnm, out of the specification), and due to wear of angle wire, bending angle in up direction does not meet the standard value. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if additional information becomes available.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the e315 error code, though not confirmed was the water invaded the scope connector while the user was handling the device which led to abnormality of electronic parts. The event can be detected/prevented by following the instructions for use which state: ¿- when attaching the connector cap of the leakage tester (mb-155) to the venting connector of the endoscope, make sure that both the connector cap and the venting connector are thoroughly dry. Water on the surface of either component may enter the endoscope and could cause endoscope damage. - do not attach/detach the leakage tester while the endoscope is immersed. Attaching/detaching under water could allow the water to enter the endoscope, resulting in endoscope damage.¿ olympus will continue to monitor field performance for this device.